Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, during the last application of starlet on the fundus of the last part of the stomach, the device cut without staple and an incomplete staple line was noted. Surgery was extended for 30 minutes or more. The patient was reoperated to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, during the last application of starlet on the fundus of the last part of the stomach, the device cut without staple and an incomplete staple line was noted in all line. The staple line was fixed using a new reload. Surgery was extended for 30 minutes or more. The patient was reoperated to complete the case. Patient hospitalization was also extended.